Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that a transistor on the board was shorted.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a 96 vdc could not be seen. Representative replaced power conversion assembly. Representative mentioned that the fuses were open. Replaced fuses and left two extra in the viewing station. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion and fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when crating the imaging system, the pendant of the imaging system would not boot past the initialization please wait screen. It was reported that the motion was not going past the boot up bar and the system had no movement/motion function. Rebooting the system four times did not resolve the issue. There was no patient present at the time of the issue.